Event description:
It was reported that this left bundle branch lead was an attempt because the patient had ischemic left bundle branch block. During placement, the anatomy proved difficult on several occasions, with the one branch that could be cannulated proving to have very poor thresholds incompatible with chronic device function. As a result, the case was converted to a left bundle branch case. During the left bundle case, the physician decided to use a different lead for tunneling, which resulted in a probable microperforation, and the lead was removed for inspection. Upon inspection, the lead was found to have a decent amount of cardiac tissue in it. As the tissue was removed, the helix was deformed in a manner that prevented even extension/retraction. A third lead was requested and was effectively placed with satisfactory threshold and morphology. No additional patient adverse events were reported.